Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was corrected that the patient felt increased stimulation pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient started to undergo an MRI for their cervical spine and felt pain at the device location site; they stopped the test and the patient did not have pain after stopping. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. The event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.